Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm fenestrated bipolar forceps instrument for failure analysis investigation. The instrument was analyzed and was analyzed and found to have a frayed grip cable at the idler pulleys. Some wires were broken, but the cable itself was not fully broken. There was no discoloration, corrosion, or contamination observed on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that the 8mm fenestrated bipolar forceps had broken conductor wire (black). There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the follow-up information was gathered from tani/ clinical engineer. The instrument was inspected prior to use and no damage or anything out of the ordinary was observed. No specific surgical task was being performed when the issue occurred. The type of damage observed of the black (conductor/ energy) cable was bull cable breakage. It is unknown if there were any loss of cautery associated with broken/loose cable. It is unknown if there any signs of thermal damage at site of breakage. It is unknown if arcing was observed during the procedure. It is unknown if the dame resulted in a fragment falling inside of the patient¿s anatomy. The fragment was retrieved during the same procedure. Patient demographic was not provided. It was clarified no fragments fell inside of the patient. Fragment retrieved during the same procedure was not applicable.